Event description:
A biomedical engineer reported to olympus, the evis exera iii xenon light source displayed a b30 (scope communication) error. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The biomedical engineer received troubleshooting guidance from olympus. There was no maj-1430 video scope cable connected at the cv-190 (evis exera iii video system center). Both maj-1933 and maj-1941 communication cables were both secured. The scope connectors were checked for possible contamination and damage, but there were none on both the 190 endoscope and clv-190 (xenon light source) side. All the 190 scopes did not have any more errors and displayed nice images as expected. The issue was resolved by checking all the above areas and no problem was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, presumed cause of the phenomenon in question could not be identified. Olympus will continue to monitor field performance for this device.